Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-04258. It was reported ((B)(6)) during the 2nd stage of the patient's scs trial an infection at the scs lead site was found. The patient's lead and anchor were removed and the wound was closed.